Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The pendant was replaced and the issue was resolved.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant display was randomly shutting off. Tapping the pendant would turn it back on. There was no patient present.

Manufacturer narrative:
The pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was unable to be confirmed. The pendant was installed on known working system and the functionality and usability test passed. The pendant functioned as intended. The visual inspection failed, the laminate over the soft keys was separating and lifting. A mechanical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant display was randomly shutting off. Tapping the pendant would turn it back on. There was no patient present.